Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Reviewed of the event history log (ehl) showed an acu watchdog failure. During functional testing, the device was powered up and the reported issue was not duplicated. The main board was replaced as a preventative measure as it was inoperable and the software was upgraded. A service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is alarming watchdog failure and software failure, update to last version. No patient injury/involvement reported.